Manufacturer narrative:
The device is not available for evaluation. Although requested, it was confirmed that no additional information will be provided. If additional substantive information should become available, a supplemental report will be submitted.

Event description:
It was reported: "explanted 54 e tritanium cup and head due to an unstable hip."